Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that their insulin pump had damage. The customer¿s blood glucose was 95 mg/dl. The customer was assisted with troubleshooting. The customer stated that the reservoir compartment was cracked. The customer stated that the reservoir able to lock in the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.